Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy. An increase of the capture threshold was also noted. Programming changes were recommended.